Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. During the feed, the unit shut down and would not power on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit shuts down and would not power on. The unit was triaged and the customer¿s reported condition was confirmed. The printed circuit board and rotor were damaged and had to be replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.